Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 13 days of data (07jun2023 ¿ 20jun2023 per the timestamp). The log file captured a driveline communication fault alarm on 20jun2023 from 19:48:40 to 21:37:20 that was associated with a com_a_fault. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Additional information provided communicated that the alarm resolved after exchanging the system controller and modular cable. Multiple attempts were made to determine if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 14jan2020. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault and power cable disconnect alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The driveline communication report was previously submitted under MFR # 2916596-2023-04662. On (B)(6) 2024 additional information was received indicating additional product involvement. The patient's (B)(6) 2024 driveline fault is captured under MFR # 2916596-2023-04566. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed a driveline communication fault spontaneously the night of (B)(6) 2023. It was noted that this alarm had occurred once before after the patient dropped their controller on (B)(6) 2022. The alarm was reset at the time and this was the first re-occurrence. The fault was reset again on (B)(6) 2023 and had not re-occurred. It was recommended to exchange the modular cable. A driveline communication fault that occurred on (B)(6) 2023 resolved by exchanging the modular cable and system controller. Related manufacturer's report number for the modular cable: 2916596-2024-00919.